Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, field data and device history record review of the alinity I toxo igg reagent lot 58210be00. The ticket search determined that there is as expected complaint activity for the likely cause lot 58210be00. A review of tracking and trending data did not identify any related trends for the product for the issue. Return testing was not completed as returns were not available. Historical performance of reagent lot 58210be00 was evaluated using worldwide data from abbott link. The median value for normal population results for the lot is within established baselines and comparable with all other lots in the field and confirms no systemic issue for this lot. Device history record review did not identify any non-conformance's or deviations with the likely cause lot(s) and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I toxo igg reagent, lot 58210be00.

Event description:
The customer observed false reactive alinity I (toxoplasmosis) toxo igg results on one pregnant patient. The results provided were: on (B)(6) 2024, sid (B)(6), initial= 4.6 iu/ml (> or = 3.0 iu/ml=reactive); toxo igm=negative /external laboratory=negative (no actual results provided). On (B)(6) 2024, sid (B)(6) =< 0.2 iu/ml (< 1.6 iu/ml=nonreactive); toxo igm=negative. The customer repeated specimen from (B)(6) 2024=0.0 iu/ml (negative) there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). This report is being filed on an international product, list number 07p45-22/32 that has a similar product distributed in the us, list number 7p45-40/45. All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive alinity I (toxoplasmosis) toxo igg results on one pregnant patient. The results provided were: on 30may2024 sid (B)(6) initial= 4.6 iu/ml (> or = 3.0 iu/ml=reactive); toxo igm=negative /external laboratory=negative (no actual results provided) on 08jul2024 sid (B)(6) =< 0.2 iu/ml (< 1.6 iu/ml=nonreactive); toxo igm=negative the customer repeated specimen from 30may2024=0.0 iu/ml (negative) there was no reported impact to patient management.